Event description:
Caller reported a malfunction on the pump with a malfunction code identified as malf 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Caller was advised to continue using the pump and to report back if the malfunction code appeared again, which they acknowledged and understood.